Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information, no further patient information was provided by the customer.

Event description:
The customer reported falsely elevated magnesium and creatinine results on the architect c8000 analyzer. Sample ID (B)(6) generated an initial magnesium result of 7.7 mg/dl and retest generated 2.2 mg/dl a second patient sample (sample ID unknown) generated an initial creatinine result of 4.4 mg/dl and retest generated 1.0 and 1.1 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and determined that the cuvette drying tip was misaligned/loose and realigned it to address the issue. The fsr determined the cuvette drying tip, list number 09d51-01 to be the likely cause for the issue. A review of the architect (B)(4) service history revealed no additional erratic or discrepant results were reported and no additional service or complaint issues were identified on or around the date this complaint was initiated that may have contributed to the issue. A review of complaint and trending data for the cuvette drying tip identified no issues or trends. A review of the clinical chemistry tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.